Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed transducer fault, high pip, low pip and low ve immediately when the ventilator was powered on. The issue occurred during patient use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire complaint#: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a xdcr pt801 failure. This is a known issue which can be referenced with CAPA: ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.